Event description:
It was reported that a customer received a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.